Event description:
The iab was prepped per procedure. However, during insertion, the balloon got stuck in sheath. The balloon was removed and new iab inserted through sheath. There were no associated pt complications.